Event description:
Patient presented with extremely angled proximal neck (>90 degrees) and tight access vessels. Access and deployment of a 28-16-140bl bifurcated device and a 34-34-80le proximal extension were uneventful. During retraction, the inner core would not come through the introducer sheath. The physician decided to remove the entire system, during which, inadvertently tore the common femoral and the patient's bp began to drop. A patch graft was sewn in, the rest of the procedure was completed with good results, and the patient is doing fine. Neck angulation is off-label and likely contributed to the difficulty.

Manufacturer narrative:
Evaluation pending. Review of records/work orders, prior reports. No issues were noted. Patient's neck angulation does not meet criteria for indications for use. Physician inadvertently tore the common femoral artery when removing the entire system.